Event description:
A malfunction was reported with a code displayed as malf 0. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.